Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4)

Event description:
This lv lead was explanted due to dislodgement. The physician was unable to gain venous access due to stenosis of the subclavian vein. The lv port was plugged and this lead was not replaced.